Manufacturer narrative:
Final analysis found that backup mode was triggered by a code corruption due to an unknown cause. The backup condition could not be reproduced and the cause of the code corruption could not be determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pacemaker exhibited backup vvi operation. Due to low battery status, a device download was not performed. On (B)(6) 2018, the device was explanted and replaced. The patient was stable.